Event description:
It was reported that the batteries were leaking from the battery pack. The condition of the batteries was discovered during incoming inspection at the distribution site. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device will not be returned to the MFR. The device history record for this lot number was reviewed and no related non-conformance's or deviation reports were found that could contribute to the failure addressed in this complaint.